Manufacturer narrative:
Concomitant medical products: product ID: sedr01 ipg , implanted: (B)(6) 2008.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.